Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 2.0, second test inr = 2.9.

Manufacturer narrative:
Inratio precision data provided by end-user lot: ni. First test inr = 2.0; second test inr = 2.9. Mean = 2.45; sd = 0.64; %cv = 26.0. The %cv is greater than 20%. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time. Strip lot# was unavailable. No further testing can be performed.